Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the software was reloaded and the hard drive was reconfigured. It was also noted that the system fan was noisy. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two devices were interrogated, the programmer got to the end of the interrogation, and a message was received that reports were generating. However, no reports printed, the interrogation did not complete, and the screen froze. One time, the clinician could not get the session started because navigation to the find patient screen was not possible. After experiencing difficulty, the programmer was switched. The programmer was returned for repair. No patient complications were reported as a result of this event.